Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted the patient's infection. The implant was torqued manually to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent, jjgc.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted the patient's infection. The implant was torqued manually to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The placement/removal dates of the implant were requested from the initial reporter. The best estimate of the date of event was provided. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after the dental implant was placed in ada site 7 in the mouth, the implant failed in type I bone. Clinician noted the patient's infection. The implant was torqued manually to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.